Event description:
The technician alleged the side rail would latch, however, when the side rail was pulled on it would unlatch. No patient impact.

Manufacturer narrative:
The technician found the side rail locking arm is bent. The technician replaced the side rail to resolve the issue.